Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence repaired with 2nd parietex mesh, open wound with drain placed, adhesions in the small bowel, mesh removal. Medially disrupted mesh, surgical removal of mesh with new mesh placed for incisional hernia recurrence, lysis of adhesions, irrigation of open wound, 2nd drain placed, incisional hernia recurrence, excision of old suture material, placement of biologic mesh, wound irrigation, 3rd drain placed. Primary repair of recurrent incisional hernia, wound irrigation, 4th drain placed. Ultrasound guided fluid drainage, imaging performed for severe abdominal pain showing left intra-abdominal wall hernia recurrence which had increased in size since last exam. Treatment provided for these conditions include revision and removal surgery.

Manufacturer narrative:
Additional info: (patient and health impact codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, pain, disrupted mesh, inflammation, mesh migration, open wound, fibrosis, abscess, and abdominal fluid collection. Post-operative patient treatment included medications, jp drain, revision surgery, removal surgery, hernia repair with mesh, and fluid drainage.

Manufacturer narrative:
Additional information: a4, a5b (patient race), b5, b6, b7, h6 (added patient codes) ime 2402: mass. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, pain, disrupted mesh, inflammation, mesh migration, open wound, fibrosis, abscess, mass, and abdominal fluid collection. Post-operative patient treatment included medications, jp drain, revision surgery, removal surgery, hernia repair with mesh, aspirated fluid, and fluid drainage.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, pain, mesh migration, open wound, fibrosis, abscess, and abdominal fluid collection. Post-operative patient treatment included revision surgery, removal surgery, and fluid drainage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh migration and abdominal fluid collection. Treatment provided for these conditions include revision and removal surgery and fluid drainage.